Event description:
Doctor reported that drivers got slightly stuck inside the implant. Drivers were manually unstuck and procedure was completed with other driver.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified signs of use. Functional testing with an in-house implant to recreate the reported event; verified that the driver disengage as intended. The length of the devices usage for this device is unknown. The customer did not provide any pictures or x-rays. Complainant reported that the driver got slightly stuck inside the implant. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. A device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events.

Event description:
No further event information is available at the time of this report.